Manufacturer narrative:
(B)(4) also applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported her device was removed the week prior to the call because it was already damaging her muscle. It was attempted to transfer the patient to patient services, however, the phone was disconnected. It was noted patient services would call the patient back. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). Patient stated they went on and on and the therapy was not working, they then reported they found a specialist that could help them. They reported the device was hitting on the muscle on the back leg since (B)(6) 2018 and it was very painful. Their doctor told them it had to come out and they had surgery on (B)(6) 2018 and the device and leads were removed. Patient reported this was a sudden change in therapy/symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated that sudden change was due to fell in the tub in a setting position back against the wall of the tub and legs. Bent out their leg and started to hurt and went to the emergency. The patient indicated device was explant and was with the hospital.